Event description:
The customer reported an over infusion. There was no patient harm or medical intervention. Although requested, no further patient information provided.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.